Event description:
During implantation of an anterior spinal fixation system, the devic fractrured as the surgeon applied a tightening force. The surgeon removed the components already in place and changed to a posterior approach, extending surgery time.